Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased escape and act buttons dome switch. Unable to perform functional test due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a intermittently responsive keypad. The customer stated that the esc and act buttons were unresponsive and that the customer required pressing two to three times before garnering a response. The customer did not know the blood glucose reading. The customer did not observe any visible damage to the insulin pump. He confirmed that the insulin pump passed the self test and displacement test. He reported that the keypad issues had been ongoing for the last few months. He noted that he had dropped the insulin pump in the past. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.